Manufacturer narrative:
(B)(4). Carefusion technical support dispatched a field service representative to the user facility. The field service representative evaluated the ventilator and installed a new fan. After installing the fan, he tested the ventilator and assured that it met all manufacturer specifications prior to returning it to the customer. An MDR request form was sent to the customer on 3/2/2015, requesting additional information on patient involvement/patient information, but as of 3/23/2015, no updates have been received by carefusion.

Event description:
The customer contacted carefusion technical support and reported a ventilator that was alarming "ext. Fan fault". The ventilator was on a patient at the time of the incident, however, the customer indicates that there is no harm to the patient. The patient was removed from the ventilator, and placed on another ventilator. The customer requested field service to come to the facility and assist with correcting this problem.